Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 04-nov-2019. The most recent information was received on 19-nov-2019. This case has been identified during monitoring of postings on an FDA hosted docket website for essure, which has been established in preparation of a public FDA advisory committee meeting taking place on 13-nov-2019 and 14-nov-2019. This spontaneous case was reported by a regulatory authority and describes the occurrence of rash ('horrible rashes on arms and legs') and polyarthritis ('migrating joint pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced rash (seriousness criteria medically significant and intervention required), polyarthritis (seriousness criterion medically significant), dyshidrotic eczema ("dyshidrotic eczema on hand and feet"), photosensitivity reaction ("super sensitive to sunlight"), feeling abnormal ("brain fog"), gastric disorder ("stomach issues"), abdominal distension ("bloating") and constipation ("constipation"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the rash, photosensitivity reaction, feeling abnormal, abdominal distension and constipation had resolved and the polyarthritis, dyshidrotic eczema and gastric disorder outcome was unknown. The reporter considered abdominal distension, constipation, dyshidrotic eczema, feeling abnormal, gastric disorder, photosensitivity reaction, polyarthritis and rash to be related to essure. The reporter commented: since removal via hysterectomy 14 months ago. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 19-nov-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 04-nov-2019. This case has been identified during monitoring of postings on an FDA hosted docket website for essure, which has been established in preparation of a public FDA advisory committee meeting taking place on 13-nov-2019 and 14-nov-2019. This spontaneous case was reported by a regulatory authority and describes the occurrence of rash ('horrible rashes on arms and legs') and polyarthritis ('migrating joint pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced rash (seriousness criteria medically significant and intervention required), polyarthritis (seriousness criterion medically significant), dyshidrotic eczema ("dyshidrotic eczema on hand and feet"), photosensitivity reaction ("super sensitive to sunlight"), feeling abnormal ("brain fog"), gastric disorder ("stomach issues"), abdominal distension ("bloating") and constipation ("constipation"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the rash, photosensitivity reaction, feeling abnormal, abdominal distension and constipation had resolved and the polyarthritis, dyshidrotic eczema and gastric disorder outcome was unknown. The reporter considered abdominal distension, constipation, dyshidrotic eczema, feeling abnormal, gastric disorder, photosensitivity reaction, polyarthritis and rash to be related to essure. The reporter commented: since removal via hysterectomy 14 months ago. Further company follow-up with the regulatory authority or consumer is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.